Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5086583). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was not capturing, which resulted in the patient experiencing bradycardia. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.